Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding") and device expulsion ("left essure coil had migrated / migration of essure devicem location of device: left essure coil and left fallopian tube into endometric canal") in a 41-year-old female patient who had essure (batch no. 740658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth (shortly before giving birth to her last child in 2010). Concomitant products included lisinopril from 2010 to 2013, medroxyprogesterone acetate (depo-provera) from 19-may-2010 to 1-nov-2010 and valsartan since 2013. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),").on (B)(6) 2010, 3 months 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), muscular weakness ("weakness in her back/lower extremities"), procedural pain ("painful post-operative recovery") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, muscular weakness and procedural pain was resolving and the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia and urinary tract disorder outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, muscular weakness, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff underwent a bilateral salpingo-oopherectomy with adhesiolysis and 13 uterosacral ligament plication, and laparoscopic assisted vaginal hysterectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion( block was complete most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, lot number received,events added as follows:- vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract disorder, device dislocation was updated to device expulsion incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding") and device expulsion ("left essure coil had migrated / migration of essure device location of device: left essure coil and left fallopian tube into endometric canal") in a 41-year-old female patient who had essure (batch no. 740658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth (shortly before giving birth to her last child in 2010). Concurrent conditions included heart disorder since december 2010. Concomitant products included lisinopril from 2010 to 2013, medroxyprogesterone acetate (depo-provera) from 19-may-2010 to 1-nov-2010 and valsartan since 2013. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2010, 3 months 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), muscular weakness ("weakness in her back/lower extremities") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, back pain, muscular weakness, procedural pain, fatigue and alopecia was resolving and the device expulsion, mood swings and urinary tract disorder outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, muscular weakness, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff underwent a bilateral salpingo-oopherectomy with adhesiolysis and 13 uterosacral ligament plication, and laparoscopic assisted vaginal hysterectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion( block was complete. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal bleeding") and device expulsion ("left essure coil had migrated / migration of essure devicem location of device: left essure coil and left fallopian tube into endometric canal") in a 41-year-old female patient who had essure (batch no. 740658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth (shortly before giving birth to her last child in 2010). Concurrent conditions included heart disorder since (B)(6)2010. Concomitant products included lisinopril from 2010 to 2013, medroxyprogesterone acetate (depo-provera) from (B)(6)2010 to (B)(6)2010 and valsartan since 2013. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2010, 3 months 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). In 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2016, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), muscular weakness ("weakness in her back/lower extremities") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (ablation).essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, back pain, muscular weakness, procedural pain, fatigue and alopecia was resolving and the device expulsion, mood swings and urinary tract disorder outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, muscular weakness, pelvic pain, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2016 plaintiff underwent a bilateral salpingo-oopherectomy with adhesiolysis and 13 uterosacral ligament plication, and laparoscopic assisted vaginal hysterectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion( block was complete concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, reporter added, concomitant condition added, event outcome for event pelvic pain updated from recovering/ resolving to resolved/ resolved. Dysmenorrhoea, dyspareunia, bladder disorder, vaginal haemorrhage, menorrhagia updated from unknown to resolved/ resolved. Hair loss, fatigue from unknown to recovering/ resolving incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil had migrated"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth (shortly before giving birth to her last child in 2010). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and the patient was treated with surgery (bilateral salpingo-oophorectomy and laparoscopic assisted vaginal hysterectomy), pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), muscular weakness ("weakness in her back/lower extremities") and procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, back pain, muscular weakness and procedural pain was resolving. The reporter considered back pain, device dislocation, genital haemorrhage, muscular weakness, pelvic pain and procedural pain to be related to essure. The reporter commented: on (B)(6) 2016 plaintiff underwent a bilateral salpingo-oophorectomy with adhesiolysis and 13 uterosacral ligament plication, and laparoscopic assisted vaginal hysterectomy was performed. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.